Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a proximal tibia plate surgery on (B)(6) 2018. During the procedure, the tip of the depth gauge in the variable angle-proximal tibia set broke, making it unusable for the surgery. Procedure outcome and patient status are unknown. This report is for a depth gauge for small screws. This is report 1 of 1 for (B)(4).

Event description:
Procedure was completed without any delay. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 319.090; lot: 2050; manufacturing site: bettlach. DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to instruction sheet (filing and archiving of specification documents) version ai, which was in place till august 2014. DHR not available as device is older than 15 years. Investigation summary: complaint condition: it was reported that the patient underwent a proximal tibia plate surgery on an unknown date. During the procedure the tip of the depth gauge to the variable angle-proximal tibia set broke, that makes unusable for the surgery. The procedure was successful without any delay, the patient was stable. Service and repair evaluation: the customer reported the tip of the depth gauge broke. The repair technician reported the pointer was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: investigation flow: damage-visual appearance not as expected: visual inspection performed at customer quality (cq) confirmed the condition of the device being bent, which agrees with the reported complaint condition. The measuring hook shaft is bent in several areas and in several directions. No additional issues such as device breakage was observed. Per document retention policies, DHR was not available as device is older than 15 years. However, with the given device age it is confirmed that no issues during the manufacture of the product would have contributed to this complaint condition. While exact manufacture dates for the device was not able to be determined, all available depth gauge assembly drawings and measuring hook component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. The outside diameter of the needle near location of bend measured ø 1.61 mm at cq (calipers ca802) which is within specification of ø 1.6 mm +0/-0.05 mm per measuring hook component drawing. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. The most likely cause for the device becoming bent is rough handling during sterile processing or use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.